Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd preset¿ arterial blood collection syringes experienced insufficient blood flow through device during use. The following information was provided by the initial reporter: during use, the customer found that abg cannot draw blood.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd preset¿ arterial blood collection syringes experienced insufficient blood flow through device during use. The following information was provided by the initial reporter: during use, the customer found that abg cannot draw blood.